Manufacturer narrative:
UDI - (B)(4). The device was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. A review of manufacturing records found that the device met specification. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, an icp express gave inaccurate readings. There were no reports of delay or patient harm.